Event description:
Healthcare professional reports pt was hospitalized due to right buttock pain and suspected hematoma. Pt/inr on protime microcoagulation system 2.9. Pt/inr results from local lab 4.3. On (B)(6) 2011, pulmonary embolism recurrence was reported. Pt/inr on protime microcoagulation system 1.1. Pt/inr results from local lab 1.8. Pt expired on (B)(6) 2011. Therapeutic range not specified. Anticoagulant drug and dosage not specified. This event occurred outside the us during the course of a blinded pharmaceutical clinical study. It is the company's practice to report all instances where the death of a pt or user is made known to the company irrespective of the role of the company's product in the death. In this case, there is no known or suspected causal relationship between the product and the death. This report is being provided strictly on an informational basis.

Manufacturer narrative:
(B)(4). Method: device has been requested. No product returned. Result: none. Conclusion: no conclusion can be drawn. Itc has requested all data required for form 3500a.